Event description:
It was reported that, "pt had septic loosening and a femoral peri prosthetic fracture. Surgeon revised the hip".

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the manufacturer. The pt decided to keep the device. The x-rays and medical records were requested, but not provided. If additional info becomes available, the eval summary will be submitted in a supplemental report.